Event description:
This is report 2 of 2 for the same event. It was reported that during pre-testing, it was observed that the small battery drive device and casing for battery device were not working when in use together. It was not reported if there were any delays in a surgical procedure or if spare devices were available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was damaged, the lid did not close properly and when used with a battery there was no power. Therefore, the reported condition was confirmed. It was observed that there were also signs of corrosion. The assignable root cause was determined to be due to immersion during cleaning and improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.